Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon attempted to insert the schanz screw with the universal chuck and the schanz screw became stuck /jammed. Surgeon was not sure if the schanz screw was faulty or the chuck. This then became very difficult to remove from the patient. The universal chuck was removed then the schanz screw was bent at a right angle and screwed out. This complaint is on the drill/chuck. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.